Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-56, serial: unk, batch: unk. Product family: scs-linear leads-MRI, upn: unk-m-sc-2408-56, model: sc-2408-56, serial: unk, batch: unk.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation. The patients device was reprogrammed several times, however, the reported issue persisted. The patient underwent an explant procedure where all the devices were removed. The patient was doing well post-operatively.

Manufacturer narrative:
The returned ipg passed all tests performed and revealed normal device characteristics.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation. The patients device was reprogrammed several times, however, the reported issue persisted. The patient underwent an explant procedure where all the devices were removed. The patient was doing well post-operatively.